Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited unspecified oversensing. Programming changes were discussed but not performed. The patient had no adverse consequences.